Event description:
Reported indicated that vns pt had picked at the lead incision site of the point that the lead was exposed through the skin. The pt has been referred to surgeon. Review of manufacturing records for both the pulse generator and the bipolar lead confirmed sterilization of devices.